Event description:
The angiosulpt device was used to treat a peripheral lesion. During the first inflation below rbp, the balloon did not inflate. Upon removal outside of the patient's body, a leak from the tip was observed, but could not confirm exact location of the leak. The procedure was completed with a new angiosculpt. No patient injury reported. This product problem is being submitted conservatively because the balloon may have ruptured below rbp.

Manufacturer narrative:
The patient's dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Attempts to obtain the information has not been successful. Foreign: (B)(6). The angiosculpt device has not been returned by the facility, thus no returned product investigation was performed.

Manufacturer narrative:
Block h6: component code corrected from 419 (balloon) to 4761 (access port) based on the returned device evaluation stated in supplemental report #1. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Block b1/b5/h1: based on the returned product evaluation, this is no longer reportable for a product problem. Block d9/g3: the angiosculpt device was returned for evaluation. Block h3: visual inspection found a bent distal tip, a damaged balloon with the distal end inverted, and a deformed scoring element. During functional testing, using an indeflator filled with green color dye water, the device was pressurized to nominal (8 atm) and a hub leak was present at the guidewire port. The balloon was able to inflate with a misaligned scoring element noted. No balloon rupture was observed. Block h6: a balloon rupture could not be confirmed. However, a hub leak was noted, but unable to determine the root cause of the observed failure. A review of the DHR and manufacturing process could not confirm a cause related to design and/or process failure.

Event description:
This product problem is no longer reportable because no balloon rupture was observed during the returned device evaluation.